Event description:
Caller reported experiencing an error with their continuous glucose monitor, indicated as cgm error 42. There was no adverse impact to the caller¿s blood glucose level. Technical support provided instructions for a complete pump reset, guiding the caller through the process, and the issue was resolved as the error code did not appear again, allowing the caller to successfully start their sensor session.